Event description:
Procedure type: lap video assisted urological procedure. According to the reporter: when passing the needle through the kidney with a needle-holder, it was noticed that the tip of the needle was missing (about 3mm). It is unk if it dropped into the cavity. The pt was x-rayed but the tip was not found.